Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had wide complex tachycardia and the previous implantable cardioverter defibrillator (ICD) treated the symptoms while the current implantable cardioverter defibrillator (ICD) does not. The ICD remains in use. It was further reported that the right ventricular (rv) lead has intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.